Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism. The outer insulation was breached cut. There was apparent explant damage.

Event description:
It was reported that the right ventricular pace/sense lead had intermittently high thresholds and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.